Manufacturer narrative:
Update to g3 of the initial medwatch. The customer's allegation was determined to be pae. The aware date should be 13 sep 2024. This is not a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the biopsy channel of the device, but the type of the material or definitive root cause cannot be determined. It is also unknown if the reprocessing of the device by the customer was practiced in accordance with the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the duodenovideoscope was not allowing a wire to pass through due to foreign material in the biopsy channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited clogging and foreign material in the biopsy channel. There was no report of patient involvement or user injury associated with this event.